Manufacturer narrative:
Load wheel on head section assembly.

Event description:
It was reported by service report that the head section load wheel was broken and the fowler gas cylinder was found to be leaking. No pt involvement or adverse consequences are reported.